Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported during a embolization treatment procedure, a crack in the shaft occurred. Vascular access was obtained via the fistula vein. A unknown guide catheter was inserted followed by the imager ii angiographic catheter, with no resistance during advancement. The non-bsc coil was inserted and flushing began when immediately the physician noted under fluro that the coil had popped out of the side of the imager ii. A non-bsc balloon catheter was advanced to the proximal side of the imager ii and inflated to prevent any migration of the coil. Next, the imager ii and the coil were removed as one unit. Upon removal, a crack in the shaft of the imager ii was noted at the location of the popped coil. No further patient complications were reported. The procedure was not completed due to this event. However, the patient returned in 24 hours and the procedure was successfully completed.